Event description:
It was reported that during an open liver resection, there were issues with regulating the pt's blood pressure. The pt's bp was low. At some unk time during the procedure, the pt expired. The inferior vena cava may have been inadvertently nicked. The device was used for approx 8-10 firings to dissect around the liver, but there was no mention of any problems with any of the device firings.

Manufacturer narrative:
Date sent: 06/10/2008. Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the prod involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.